Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the routine pulse generator upgrade procedure, the right atrial lead was unable to be removed from the header of the implantable cardioverter defibrillator. After several attempts, the lead was able to be removed. The device was explanted and replaced, and the lead was connected to the new device. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
As received, the device was above eri. The reported field event of a header anomaly was not confirmed. The a (atrial) septum and set screw were not returned with the device. The device was tested using lab set screw for the a chamber and no anomalies were found.